Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error that results in an inability to initiate mechanical ventilation during pre-use checkout. There was no patient involvement.